Event description:
The pt reported intermittent and uncomfortable stimulation. During a programming session, high impedances were observed. An advanced bionics rep performed device evaluation. The problem was not confirmed. The physician believes the high impedances may be device related.